Event description:
Reviewed surgeon's database report, which stated that follow-up on a pt from 4 years back found a non-union of a fracture with a retrograde femur im nail. The surgeon performed an exchange nail procedure to repair the fracture and replace the nail. Review of the pt x-rays confirms the non-union and the new im nail. No indications of implant failure. No indication of product defect.